Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a skin irritation that occurred on (B)(6) 2015. Patient's mother stated that the patient experienced a burning sensation on their arm, under the sensor patch adhesive. On (B)(6) 2015, while at a routine doctor visit, the doctor removed the sensor and the skin was raw, peeling and bloody. The doctor stated that the site looked like a chemical burn and the skin appeared chapped. Doctor recommended that the patient not wear another sensor at the site until it was healed. There was no suggestion of further treatment nor was any medication prescribed. At the time of contact, the patient's mother did not report any further medical intervention.

Manufacturer narrative:
(B)(4).